Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.5-10/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, contrast media was found to be leaking and the pressure could not be maintained and it immediately dropped below 10 atmospheres. Pressurization and depressurization were repeatedly performed up to 14atm several times, and it was found out that the balloon ruptured. After that, 3.5x100mm symmetry balloon catheter was unpacked, then the procedure was continued and it was completed successfully. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination found no issue with the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.5-10/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, contrast media was found to be leaking and the pressure could not be maintained and it immediately dropped below 10 atmospheres. Pressurization and depressurization were repeatedly performed up to 14atm several times, and it was found out that the balloon ruptured. After that, 3.5x100mm symmetry balloon catheter was unpacked, then the procedure was continued and it was completed successfully. No patient complications were reported.